Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 5 was not detected on the bus and drawer controller was out of range. A field service engineer (fse) replaced the controller boards, after which the drawer was tested and verified using both the hardware test application and the dispensing application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es mugaephpx2 drawer 5 failed and was not detected on the bus. The entire machine then shut down and began chirping.however, there were no delay or adverse events or injuries reported based on this event.